Event description:
Reportedly, the patient presented with unstable angina and thrombus was noted in the mid to distal left anterior descending artery on angiography. Reportedly, the patient had a history of being non compliant with prescribed medication therapy for prior stents. Type and number of prior stents implanted were unknown. The thrombus was aspirated, predilation was performed and a xience v stent was implanted. A 3.25x12 mm nc trek balloon dilatation catheter was prepped and advanced over an asahi prowater guide wire for post dilatation of the xience v; however, during advancement of the nc trek, resistance was felt although it was unknown whether the resistance was due to the vessel which was moderately calcified or due to interaction with another device. The nc trek was pulled back and then readvanced with no resistance felt. The nc trek was inflated to between 8 and 12 atms and the balloon ruptured. The patient began having st elevations and a dissection was noted just proximal to the implanted stent. A xience stent was implanted to treat the dissection. The patient was fine post procedure. A clinically significant delay in procedure was not reported. The nc trek was reviewed outside of the patient and the rupture was noted to be on a slight angle. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the nc trek catheter noted blood visible in the hub, and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking at a pinhole in the balloon over the distal marker, confirming the reported rupture. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The leak was found at the edge of the fold at the distal marker. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and additionally, it was reported the nc trek was used to post dilate a stent which may have contributed to the reported rupture. Also, the patient anatomy was moderately calcified which likely contributed to the reported difficulties advancing the catheter and subsequent rupture. It is likely that the balloon material was damaged (scratched) during interactions with the implanted stent and calcified lesion such that the balloon ruptured during inflation. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The xience v is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.